Manufacturer narrative:
The aurora surgiscope 13cm (as8/130) was returned for evaluation. Device history record (DHR): the DHR review was completed, and no anomalies occurred during the manufacturing or packaging of the device that could be attributed to the complaint. Failure analysis - the surgiscope was received with the obturator inserted. The obturator was removed for inspection. No obvious damage to the surgiscope or obturator was observed. The obturator tip had a reddish residue. There were also very slight signs of a reddish residue on the obturator handle, and camera mounting ring. The surgiscope upper and lower camera housings were removed to allow visual inspection of the camera pcb. There were no obvious signs of damage or corrosion on the camera pcb, solder connections of the coaxial cable to the pcb or the solder connections of the led wires to the pcb or led light tape. There was slight evidence of residue (spots) on the side surface of the upper camera housing. The lower camera housing inner surface was free of residue root cause - the reported complaint for the surgiscope was not confirmed. During the product return evaluation there were no functional or performance issues found with the returned surgiscope.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the aurora surgiscope 13cm (as8/130) was used on a ich (intracerebral hemorrhage) procedure when the surgeon noted a message on the monitor, "camera overheating". The scope was removed and then replaced with a new 15 mm scope to continue the procedure. There was no delay nor patient injury reported.